Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 44 and 120mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strip information was not provided and the strips were not expected to be returned. A new meter was sent to the customer.